Event description:
It was reported by svc report that there was damage found at the top of the footboard, left by a broken bed exit module panel. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: gap due to broken bed exit module panel.